Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre operative diagnosis of l4-l5 large synovial cyst, instability, neurogenic claudication and underwent minimally invasive l4-l5 transforaminal lumbar interbody fusion using a 13 mm wide x 32 in length peek graft filled with bone matrix placed through a left sided approach, right anterior facet fusion using a small bone morphogenic protein, bilateral pedicle screw instrumentation using 5.5 x 45 mm pedicle screws at l4 and 5.5 x 45 mm pedicle screws at l5. Thirty mm rods bilaterally, resection of synovial cyst. Per operative report: a 13 mm peek cage was packed with bone matrix. Additional bone matrix was placed anterior to the graft. The graft was placed on the inserter and inserted into disc space. One half of small bone morphogenic protein kit was placed on a collagen sponge and placed into the facet space. The patient was transferred to recovery room in stable condition.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.